Event description:
Report from the field indicated that an orbis sigma valve used for ventriculo-atrial shunting failed. The product was implanted and explanted on 02/07/97. In spite of numerous phone calls and mail, no add'l info could be obtained. The product has not yet been returned to MFR.

Manufacturer narrative:
In spite of numerous phone calls and written correspondence, no additional info could be obtained from the user facility. As the product was not returned by the reporting facility, and due to the lack of response, the complaint could not be verified or confirmed.